Event description:
The patient claimed the animas insulin pump has intermittent power issues. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing found that the pump failed to recognize cartridge during load step. Force sensor is not detecting correct force. Resistance on force sensor measured and found out of specification. Pump opened and contamination found on force sensor shim. Unable to perform all testing steps due to inability to prime pump. No damage found to power circuit. Battery cap contact height and width were found to be within specification. Unrelated to this complaint, the display was dim. When a test display screen was used the display functioned properly.